Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving 20 mg/ml of dilaudid at 9.510 m/day, 100 mcg/ml of fentanyl at 47.55 mg/day and 50 mcg/ml of clonidine at 23.775 mcg/ml via an implantable pump for non-malignant pain. On (B)(6) 2019 it was reported that the patient had apnea following an unrelated surgery. The patient had a stimulator implanted for incontinence the day prior and the patient remained apneic for more than 24 hours post op. The patient's pulmonologist want the patient's pump flow discontinued as they felt that shutting the pump off would assist with the patient's apnea. The rep contacted the charge registered nurse (rn) to have the pulmonologist contact the patient's managing hcp to authorize the pump being reduced to minimal rate. The pulmonologist contacted the patient's hcp. The hcp gave a verbal order to contact the rep to bring a tablet so the charge rn could utilize the tablet to turn the pump to minimal flow rate for the patient. The rn reduced the pump flow to minimal rate at 4:45 pm on (B)(6) 2019. The patient did have a personal therapy management programmer (ptm) available at the time of the event. The ptm was disabled when the pump was converted to minimum rate. No surgical intervention was planned or had occurred. The issue w as considered resolved at the time of the report. The patient's status was listed as "alive-no injury" at the time of the report.

Manufacturer narrative:
Updated to reflect the information received on 2019-sep-27. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) on 2019-sep-27. It was reported that the cause of the patient's apnea was unknown. No further complications were reported.